Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device was displaying asystole, yet the crew on scene could feel a palpable pulse. The patient went into cardiac arrest and the device did provide shocks to the patient.

Manufacturer narrative:
Correction of MFR report number 3003832357-2025-000203. Update to event and death date. Also, health impact grid.